Event description:
It was reported that "three of the t fasteners string broke while on the patient. Additional information was received on march 18, 2015 from the doctor that during a procedure he usually uses two t fasteners for placement; however two of the sutures on t fasteners broke while performing the procedure. During placement, the first t fastener was placed with no incident, on placement of the second t fastener the suture broke when cinching down the anchor. It was changed out for a different t fastener, and placed without further incident. After changing the second t fastener, the first/initial t fastener suture broke, and was changed out for a new t fastener, and was replaced without any incident. No additional information was provided in regards, to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for lot number aa3196r10 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.